Manufacturer narrative:
The returned 2.0mm locking drill guide 4mm-32mm, 2.0mm quick release drill and acu-loc® vdu plate left std were examined visually under magnification. The drill guide cannot be manually unscrewed from the plate, and the drill bit is stuck with the cutting portion protruding from the bottom of the plate and the shaft sheared off at the end of the drill guide. The fracture pattern indicates a blunt and brittle fracture with jagged edges and some torsional markings at the center of the drill cross-section. Additionally, 360-degree markings can be seen at the tip of the head portion of the broken drill bit. The main thing to note is that the surgical technique instructs that the radiopaque targeting guide and locking bolt be used with the acu-loc plates to ensure proper placement and trajectory of the drill guide, drill, and screws. Improper trajectory of the drill guide into the plate can cause off-axis cross-threading, leading to the drill guide cutting into the plate and getting stuck. If the drill gets stuck within dense material as well as within an improperly assembled plate and drill guide, the combined forces can cause the drill bit to break when turning on the drill. Additional mdrs associated with this event: 3025141-2021-00051: screw, 3025141-2021-00052: drill guide, 3025141-2021-00053: plate.

Event description:
While implanting a aculoc vdu plate in the patient's wrist, the drill became stuck in the drill guide and could not be pulled out. The whole plate was removed and a second plate was successfully implanted. It is likely the drill was at an angle in the drill guide making it get stuck. There was a 15 minute delay in surgery.